Event description:
It was reported that an occlusion alarm occurred that led to a visit to the emergency room followed by hospitalization. The highest blood glucose level recorded during the incident was 392 mg/dl, and while ketones were present, they were not considered life-threatening by healthcare providers. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue. No permanent damage was identified. Customer changed cartridge and infusion set to address the issue. At the time of report the customer had not been released. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.